Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset and subsequently, the customer received a continuous glucose monitor error 42. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.